Event description:
Insertion post fractures at predetermined breaking point. Implant had to be removed. Another surgical intervention was necessary. No other implant was placed.

Manufacturer narrative:
Insertion post fractures at predetermined breaking point. Implant had to be removed. Another surgical intervention was necessary. No other implant was placed. No product problem detected. Fracture was caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.